Event description:
During the routine f/u of the device involved in this report, no f/u data stored in device memory (aida) was available at interrogation.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the u.s. In response to the warning letter that the united states FDA issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: the reported event occurred because of an interaction between implant and programmer operations, and user practice. This case was not covered by the programmer software specs. This will be corrected in the next version of smartview (coming after smartview (B)(4)). Meanwhile, to avoid this situation, the interrogation session started before the implantation procedure has to be ended. A new interrogation must be performed in order to program parameters after implantation procedure is finished.